Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6 corrected data: b5, h6 one bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported event of a power delivery issue could not be confirmed. A simulated ablation was performed and no temperature or power delivery anomalies were noted. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report includes an updated event description and an updated health effect impact code. During an atrial fibrillation procedure, the catheter was not delivering rf during ablation on the tca resulting in ventricular fibrillation. The patient was cardioverted and the arrhythmia resolved.

Event description:
During an atrial fibrillation procedure, the catheter was not delivering rf during ablation on the tca resulting in ventricular fibrillation.